Event description:
It was reported that alarms empty all the time was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the top case was broken on lower left corner, cracked on right plunger case and battery door. The pump event history showed multiple syringe empty alarms in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, syringe delivery test. The tap of position pot came loose from broken carriage due to pump being dropped by the users. The root cause of the reported issue was due to use error. The technician replaced the carriage. Performed syringe delivery test and all functional tests which passed.